Event description:
The info received from the affiliate states that the distal part of the guidewire, just proximal to the filter basket was kinked, and therefore the filter could not be able to fully captured into the deployment sheath.

Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Please not that multiple attempts to gather additional info have been made and have been unsuccessful.